Manufacturer narrative:
(B)(4). Date sent: 09/10/2004. Info not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an lavh procedure, piece of lcsc5 broke off tip and fell into pt. Piece was recovered. There was no pt consequence.